Manufacturer narrative:
An evaluation was performed on the returned components by our quality department. The examination found that the screw was fractured, there was wear on the head of the locator, the remainder of the threaded portion was found to be in specifications with no other material defects noted. A locator (iloa005) was returned by the customer with screw part fractured. The complaint was confirmed. A root cause could not be determined for this complaint only on the information provided. Weight unknown / not provided, lot number unknown / not provided, device manufacture date.

Event description:
A locator (iloa005) was returned by the customer with screw part fractured. Three attempts were made to follow up with the customer, but no additional information was received.